Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two-weeks after the implant, the patient developed a hematoma and an infection of the device system was suspected. The implantable pulse generator (ipg) device system was explanted and was replaced with a leadless ipg. No further patient complications have been reported as a result of this event.